Event description:
It was reported that approximately 4 years post 3.0x18mm xience v stent implantation in the mid right coronary artery, the patient experienced unstable angina. On (B)(6) 2012, the patient was hospitalized and percutaneous coronary intervention was performed to the lesion treated at the index procedure. There was no adverse patient sequela and on (B)(6) 2012, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.